Manufacturer narrative:
The reported event on the autopulse platform (sn (B)(4) displaying user advisory (ua) 17 (motor on for too long during active operation) error message was not reproduced during functional testing; however was confirmed through the archive data review. The platform performed as intended. No device malfunction. The root cause of the reported issue was due to the stiffness of the patient's chest. Visual inspection of the returned platform was performed and found no physical damage. Review of the archive data revealed that multiple user advisory (ua) 17 and low battery warning error messages were noted on the reported event date. The ua 17 error message was displayed as the driveshaft met resistance due to the stiffness of the patient's chest. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The user advisory 17 is an indication that the platform did not reach its target depths within specification. Based on the analysis of the archive data retrieved from the platform, the issue is likely attributed to the stiffness of the patient's chest, a twisted lifeband, and/or the length of time the platform was used performing continuous compression. During a ua 17 error message, the platform is trying to achieve the 20% compression but did not have enough power to achieve this compression rate within 0.38 seconds. The ua 17 and warning 1- low battery warning message was exhibited due to the battery being in a low power state. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number 34703. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4) was used on a drug overdose patient with continuous compressions for approximately 20 minutes, then after moving the patient, the platform stopped compression with error message was displayed. Several tries for clearing the error message had been done, however they were unsuccessful. The crew immediately performed manual CPR for 5 minutes. A return of spontaneous circulation (rosc) was not achieved. The patient was pronounced deceased. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Manufacturer narrative:
The autopulse platform was returned to zoll on 24 apr 2019 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4)) was used on a drug overdose patient with continuous compressions for approximately 20 minutes, then after moving the patient, the platform stopped compression with error message was displayed. Several tries for clearing the error message had been done, however they were unsuccessful. The crew immediately performed manual CPR for 5 minutes. A return of spontaneous circulation (rosc) was not achieved. The patient was pronounced deceased. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
As reported, the autopulse platform (sn (B)(4)) was used on a drug overdose patient with continuous compression for approximately 20 minutes. Following this, after moving the patient the platform stopped compression and displayed user advisory (ua) 17 (max motor on time exceeded) on the user control panel. The crew tried to troubleshoot but was not able to clear the ua 17 message. Following this the crew immediately performed manual CPR for 5 minutes. A return of spontaneous circulation (rosc) was not achieved. The patient was pronounced deceased. According to the user, the autopulse platform did not attribute to the patient's death.